Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
It was reported that noise was observed on the atrial and ventricular leads. High thresholds and low rv lead impedance were observed as well. The lead was capped and replaced.